Event description:
The physician implanted the tracheobronchial wallstent off-label in the patient's subclavian artery and the stent slipped out of position. The wallstent was subsequently removed from the aortic arch with no complications to the patient.